Manufacturer narrative:
Concomitant products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3887-33, lot# j0424853v, implanted: (B)(6) 2004, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-29, lot# n171455, implanted: (B)(6) 2009, product type accessory. (B)(4).

Event description:
It was reported that a patient experienced a loss of stimulation sensation. It was stated that two weeks ago the patient had an injection above the implantable neurostimulator (ins) site and since then the patient was unable to feel her stimulation. Electrode impedance testing was done. Circuit 0-1 was 1111 ohms, 0-2 was 2857 ohms, 0-3 was >3600 ohms. Circuit 1-0 was 1136 ohms, 1-2 was 2105 ohms, 1-3 was 3498 ohms. Circuit 3-0 was >3600 ohms, 3-1 was 3498 ohms, and 3-2 was 2087 ohms. The patient was originally programed on electrode 0-, 3+. That was reprogrammed to electrodes 1 and 0, and the patient was able to feel stimulation coverage. No further information was provided.